Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-sep-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 17-may-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away post successful implant of leadless implantable pulse generator (ipg). It was also reported that there appeared to be a tear located anterior to the tricuspid valve causing a perforation resulting in patient death.